Event description:
It was reported that the user experienced elevated blood glucose around 170 mg/dl for several hours, with a peak of 182 mg/dl, while using the ilet after a recent factory reset; the agent reviewed glucose targets and noted the user had been within range for most of the day and had not eaten, and glucose subsequently returned to range. Symptoms included transient hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and return to target range without further intervention. Investigation included review of the user¿s glucose data and education on targets. Investigation of this case revealed no device malfunction, with glucose excursions resolving and no reproducible issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.